Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the users report was confirmed. The protector of the universal cord on the connector side was found damaged. Additionally, as noted in b5, the subject device had undergone insufficient reprocessing and foreign material was found coming from the suction tubing. The subject device also had notable wear and tear throughout the unit. This damage includes an elongation of the angle wire, cracks and chips in the distal end, and loose components. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis lucera gastrointestinal videoscope due to a damaged connector. There was no patient harm reported as a result of the above event. During the device evaluation it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found coming out of the suction tube. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter observed coming out of the suction and forceps channels could not be identified and the root cause of the issues could not be determined, as there was no device deformation that could contribute to the retention of foreign material observed and the facility device reprocessing was confirmed to be implemented in accordance with the IFU. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment¿. Inspection of the endoscope: ¿1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities¿. ¿3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Inspection of the suction function ¿2. Immerse the distal end of the insertion section in sterile water with the endoscope¿s instrument channel port at the same height as the water level in the water container. Press the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump¿. Inspection of the instrument channel ¿1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end¿. ¿2. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve¿. ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system". Inspection of the endoscope ¿1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities¿. Inspection of the instrument channel ¿1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end¿. ¿2. Confirm that the endotherapy accessory is withdrawn smoothly from the biopsy valve¿. Reprocessing survey info: the device was cleaned, disinfected, and sterilized before being sent to olympus, no delay in the start of pre-cleaning, the air/water nozzle was flushed with water and air, no abnormalities in the accessories used for reprocessing, water was aspirated through the instrument channel , wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges ¿ yes, the customer brush the instrument channel, instrument channel port, and suction cylinder. Olympus will continue to monitor field performance for this device.